Event description:
It was reported that the patient underwent explant 3 months after implant due to their body rejecting the device. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.